Manufacturer narrative:
An event of dissection was reported. The reported event of a positioning issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The dragonfly optis imaging catheter instructions for use (IFU) states that the user should observe all advancement and movement of the dragonfly optis imaging catheter under fluoroscopy. Always advance and withdraw the catheter slowly. Failure to observe device movement fluoroscopically may result in vessel injury or device damage. To assure proper placement do not move the guide wire after the dragonfly optis imaging catheter is in place.

Event description:
The dragonfly optis catheter would not cross over the stent in place. Furthermore, the lad was dissected and the patient went into surgery. It is unknown how the dissection was caused. The procedure was completed without oct.